Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the high-definition multimedia interface (hdmi) cable was moved and the system went black again. Code a11020: application program freezes or fails to launch is applicable to the system's main cart monitor went black upon boot up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's main cart monitor went black upon boot up. Troubleshooting was performed. The cable functioned intermittently when the manufacturer representative (rep) took off the back cover, disconnected and reconnected the high-definition multimedia interface (hdmi) cable on the back of the monitor and then attempted to close the back of the monitor panel. The rep reported that when the back cover of the monitor was put back on, the hdmi cable moved and the system went black again. There was no patient involvement.

Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after working with the site, they were able to adjust/reseat the cable which resolved the issue.